Event description:
Pt diagnosed with a cataract, underwent ultrasonic emulsification surgery and intraocular lens ceeon mod 911a implantation in 2002. The operation was successful and the visual acuity of the eye recovered to 1.0 one day after the operation. The pt was discharged home three days later. 4 days later the pt's right eye became red and they felt some pain. Moreover, the visual acuity decreased from 1.0 to 0.2. An ophthalmology examination showed congestion with keratic precipitate (kp) ++ and tyndall sign (tyn) ++ in the right eye and some exudate in the right pupil. The pt was hospitalized and treated with anti-infectious medications. At the first clinical visit after discharge, an examination still showed tyn+ and the pt's visual acuity was 0.5. 8 days later the visual acuity was again 1.0. 47 days later the pt's right eye became red and they felt pain. Besides their visual acuity decreased further to 0.4. After a not specified treatment, visual acuity of the right eye was found to be 0.7 the next day, 0.8 one day later and finally 1.0 by 6 days later. One month later the pt's right eye was again red and painful. Tyn++ was noticed and the visual acuity was 0.5. Two days later visual acuity was 1.0. Thereafter, the pt visited the doctor 9 times and visual acuity ranged between 0.6 and 1.0. 44 days later the pt had very severe pain in right eye. A special examination was performed (no details of this exam were given in the report) which showed the right eye visual acuity "was only figure move". Tyn was ++ and a heavy exudate was evident in the anterior chamber. The iris was punctured and a large amont of exudating layers were before the implanted lens. The pt underwent surgery to remove the implanted lens 2 days later. During the operation, the surgeon also found lots of exudate layers forming a mass behind the right iris which was punctured at the point of 5 and 6 o'clock. The intraocular lens (iol) was seriously adhered and could not be removed easily. The doctor had to cut the adhesions and finally removed the iol with some tissue surrounding it. The liquid sample including the aqueous humor and the purulence were sent to the laboratory for bacteria culture and antibiotic sensitivity test. The pt was hospitalized for 31 days. The visual acuity of their right eye is only light perception. The pt's right cornea has become transparent after treatment. Tyn + is still present and the right eye is punctured with "furry veins". The right pupil is round and a large amount of yellow and white exudates were seen in it. The right eye ground is not clear. Bacterial and fungal cultures were performed and the result was negative.